Event description:
Dr performed the surgery in 1980. Rptr's left breast had hardened. Dr has left the country and rptr has had no recourse to do anything. He never informed rptr about the problems of leakage or hardening of the breast.